Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that the patient experienced dizziness. The patient's right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing resulted in pacing inhibition. Both leads were explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.